Manufacturer narrative:
(B)(4).the device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As sample was returned. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the event log confirmed the increased intra-peritoneal volume (iipv) event, but not duplicated during the pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated the registered nurse (rn) changed his fill volume from 2500ml to 2000ml. The technical service representative (tsr) put the hp into a manual drain, drain volume 3606ml. The hp refused swap. The tsr advised to let the rn know about the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.